Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue/blood visible inside helix. Removed tissue/blood with alcohol, helix extends but is bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead. The helix of the screw-in lead would not extend. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.